Event description:
New information received notes the lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
Additional information: b1, b2, b5, e1, e3, g3, h1, h6

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's right ventricular lead was unser-sensing and had inadequate capture. No intervention was performed. The patient was in stable condition. Further information was requested, but not provided.